Manufacturer narrative:
(B)(4). This complaint is for a report of a check final line alarm. The used sample was not returned to baxter for evaluation therefore complaint cannot be confirmed in the lab. Per the complaint information, the spike was not fully inserted into the solution bag. Per the complaint information, the cause of the alarm is improper setup of the supply bag connection. This review finds the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be conducted as the lot number is unknown.

Event description:
A home patient (hp) contacted baxter's technical service center regarding a check final line alarm that occurred on the home choice (hc) during prime. The technical services representative (tsr) instructed the hp to push in and the turn spike in the final line. The hp stated the connection was not all the way in. The hp pushed the spike in and pressed go. The hp confirmed the alarm cleared and priming completed. The hp further confirmed the hc advanced to connect yourself. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This issue was resolved over the phone and the hp continued therapy with actual product. A follow-up report will be submitted upon the completion of baxter's quality review.